Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph) on (B)(6), 2011. Reportedly, during the prolieve treatment procedure, at seven minutes into the case the patient's blood pressure was rising. Due to this, the patient could not tolerate the procedure and the physician aborted the case. Follow up with the complainant revealed that his blood pressure went up to 200/145, no treatment was given for the high blood pressure during case and it resolved in five minutes. The patient is currently fine.